Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found that though fluid could pass through the complete fluid path, the exposed portion of the soft cannula was bent. It could not be determined when this damage occurred, and it could not be conclusively determined if this affected the device¿s ability to deliver insulin when the pod was worn.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 20.6 mmol/l (370.8 mg/dl) while wearing the pod between 4 and 24 hours on the arm. Multiple corrections were administered using the pod but the patient¿s bg levels did not decrease. The pod was removed and the cannula was noted to be bent. The temp basal rate was changed on (B)(6) 2019 to - 5% for 4 hours. The patient's blood glucose, and insulin history is as follows: (B)(6) 2019: time: 09:29am bolus(u): 3.6; 10:17am, bg(mmol/l): 19.8, (mg/dl): 356.4; 1:56pm, 12.1, 217.8; 2:17pm, 3.9; 3:57pm, 19.5, 351, 3; 4:57pm, 20.6, 370.8, 3.4.